Event description:
Report received from abbott international affiliate (abbott-canada) which states "sets were disconnected at the filter site. Both incidents occurred while receiving chemotherapy at home. While at home receiving chemotherapy by pump, a patient's IV tubing disconnected at the filter site. The patient reconnected the tubing (forced it back into the open end of the filter) and presented self to the outpatient department the next day. The tubing was changed without consequence to the patient." Additional patient and event information has been requested, but no further information was available.